Event description:
Instrument "tube" rotation very coarse, grinding, catching, brand new instrument, not used, not reprocessed. One of three new instruments out of box defective. (One of three completely different si instruments displaying the same "tube" rotation issue).